Event description:
Caller reported issue with pump battery not charging despite using tandem charging cable and trying multiple wall outlets and adapters. There was no adverse impact to customer's blood glucose level. Technical support resolved issue by deciding to replace pump under warranty and instructed caller to return faulty pump using a pre-paid label, with customer reverting to multiple daily injections as backup therapy.